Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) would lose rigidity during intercourse. A revision surgery was performed, upon examination fluid leakage due to a hole in the right cylinder was found. The device was explanted and replace. No patient complications were reported.